Event description:
It was reported that the customer received an ongoing continuous glucose monitor error 42. The customer reverted to an alternate method for insulin therapy. There was no reported adverse impact to the customer.